Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10. H6: investigation summary: our quality engineer inspected the device submitted for evaluation. Bd received a single device for evaluation and testing. This device was noted as having displayed a cannula bent at the notch. The reported issue was confirmed. Needles bent at the location of the notch can occur as a result of misalignment during assembly or as a of uncapping and recapping of the needle. An analysis of the needle cover provided with the sample, did not display any signs of misalignment such as scratches or gouges. Based on these observations and the facility¿s description of the event, our engineers believe the most likely cause is excess force being applied during puncture. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see h10.

Event description:
It was reported that 4 bd insyte-n¿ autoguard¿ winged shielded IV catheter 24ga 0.56in (0.7 x 14 mm) had the needle break. The following information was provided by the initial reporter: "we had an issue with a bd angiocath today. An ers has been filed (risk file (B)(4)). The needle bent when the nurse attempted to start an IV with it, when she then attempted to straighten it, it broke off completely. I have both pieces in a sterile urine cup and will be interoffice mailing them to you along with the packaging. We did open four more and had no more bending/breaking so we are unsure if this is a more widespread lot issue or a single defective needle. Per [customer], 3 reports of defective needles from 6hdvch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6)

Event description:
It was reported that 4 bd insyte-n" autoguard" winged shielded IV catheter 24ga 0.56in (0.7 x 14 mm) had the needle break. The following information was provided by the initial reporter: " we had an issue with a bd angiocath today. An ers has been filed (risk file (B)(4)). The needle bent when the nurse attempted to start an IV with it, when she then attempted to straighten it, it broke off completely. I have both pieces in a sterile urine cup and will be interoffice mailing them to you along with the packaging. We did open four more and had no more bending/breaking so we are unsure if this is a more widespread lot issue or a single defective needle. Per [customer], 3 reports of defective needles from 6hdvch."